Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis, and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title ¿biosolve-IV-registry: safety and performance of the magmaris scaffold: 12-month outcomes of the first cohort of 1,075 patients". The patient deaths mentioned are filed under another medwatch report number.

Event description:
This is filed for the patient effects. It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: death, thrombosis, myocardial infarction, revascularization and re-hospitalization. Specific patient information was not provided. Details are listed in the attached article, titled biosolve-IV-registry: safety and performance of the magmaris scaffold: 12-month outcomes of the first cohort of 1,075 patients.